Event description:
Installation of an atrial ventriculo bypass valve on (B)(6) 2023, for hydrocephalus. (B)(6)2023, deterioration of the condition general, so realization of a brain scan, we find a ventricular dilation, hence suspicion of a valve malfunction. Performing an infusion test on the valve: the infusion test shows that the valve does not seems not to be working properly. Patient returned to the operating room on (B)(6) for removal of the valve, side and installation of a new bypass system.